Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited loss of sensing. Chest x-ray revealed that the lead had dislodged. The device was reprogrammed. No patient symptoms were reported.

Event description:
New information indicated that the lead was explanted on (B)(6) 2016. The patient tolerated the procedure well.